Event description:
Short circuit - bed was lowering uncommanded.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc (B)(4) on behalf of the MFR arjohuntleigh (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.